Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plum 360 infusion pump where the customer reported the pump over infused and did not have a record of over-delivery. There was patient involvement, however, no specific harm was reported as a consequence of this event.

Manufacturer narrative:
The device was received at the service hub and the pump logs were downloaded and sent for an analysis. The investigation found that the complaint of the device experiencing an inaccurate over delivery could not be confirmed. The device passed self-test with no error alarms. Device passed pvt testing. Most notable the volume accuracy test. Result of that test is 20.42 ml. This result is passing per tsm. ¿note¿ device default settings is switched to rate instead of kvo. When device settings are set to rate, the device will continue to deliver even when the set vtbi is reached. Ran customer¿s protocol of rate = 125 vtbi of 1000 for a duration of 8 hours. Programmed this delivery on both a and b lines in concurrent mode for a total vtbi of 2000 ml. Total volume infused at the end of 8 hours was 2,016.71 ml. Volume accuracy of 99.17 %. The device did not alarm during this 8-hour test. Probable cause for customer¿s complaint of over delivery was not found. During inspection found the rear enclosure, fluid shield and cassette door to be damaged. Verified discrepancies through visual inspection. Replaced the rear enclosure, fluid shield and cassette door. Probable cause is physical damage consistent with normal wear and tear. Upon review of the event alarm logs history, n58 and n56 were present in the event alarm logs. Replaced the battery and pressed change battery softkey. Device no longer alarms with low battery and replace battery alarms. Probable cause is defective / worn battery with diminished capacity. Additionally, the investigation report found that the infusion (propofol 1000 mg/100 ml @ 20 mcg/kg/min) mostly matches only the infusion observed programmed on june 24. However: a) the customer reported the patient weight as 94 kg, but the calculated rate only fits the data if the patient weight was entered as 75 kg. B) the customer reported the infusion delivered 86.7 ml over ¿a few minutes¿, but the logged data indicates the infusion was never actually started ¿ and the pump was powered off about 2 min after the program was entered (but not started). Engineering observes that *if* the cassette was not inserted in the pump, or if the valve mechanism in the pump failed to close the lines pre-infusion, then the reported volume could have, conceivably, free flowed without being logged by the pump. There does not appear to be sufficient evidence to either confirm or refute this theory. Six infusions (of various drugs) were run between june 07-28 and in all six cases, the pump delivered accurately within the designed accuracy tolerance (of +/- 5.0%). In fact, every infusions accuracy by volume was within 0.2% or better. The 1st three infusions (run on june 07-08), all the same drug, encountered significant (in fact, there were (54) fifty-four), repeated distal occlusion alarms. Beginning on june 08, the pump began reporting replace battery alarms. These alarms continued to be displayed/logged every subsequent day the pump was turned on. There is no indication in the logged data that the battery was ever serviced or replaced. Engineering evaluates that, except for the need for the battery to be replaced and the theoretical possibility of a failure in the pump to close the line a valves in a single, possible instance on june 24, the pump otherwise appears to be performing correctly and delivering accurately per design. Although the failure idea is evaluated as possible, there remains no data in the logs (and no data at all other than the customer¿s report) to evaluate it as likely or probable. Based on this lack of substantiating data coupled with inaccuracies in the customer¿s reported information (notably the date of incident and apparent patient weight), engineering evaluates the customer¿s complaint as not confirmed. Date returned to mfg: 15feb2023. Additional/updated information can be found in d9 and e3.